Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) mplanted: (B)(6) 2013 product type catheter product ID 8785 lot# serial# (B)(6) roduct type catheter product ID 8784 product type catheter. Edtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the cause of the difficulty was due to the physician squeezing the ends together before she got the catheter in, so it was merely user error. Once she allowed me to walk her thru slowly, she was successful.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter, ubd: 13-aug-2015, UDI#: (B)(4). Product ID: 8785, lot/serial# unknown, product type: catheter (catheter connector kit), ubd: unknown, UDI#: asku. Lot/serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump. It was reported that during a normal pump replacement on (b)(60 2020 the doctor went to cut the suture and cut the pump segment by accident. The physician was able to correct the issue by using a 8784 catheter. The physician was able to use the collets to reconnect the portions. The issue was resolved during the replacement and there were no therapy issues. Additional information was received from the manufacturing representative (rep). It was reported there were no external/environmental/patient factors that may have caused or contributed to the catheter being accidentally cut. It was indicated the damaged catheter would not be returned. The device was discarded. It was further noted the doctor cut the catheter in three different places. The doctor replaced the pieces using an 8785 connector kit. The doctor had problems with the catheters locking on to the collets. The doctor had problems with the collet connectors. The connectors would go on the pump side and would lock down on the spinal segment. The difficulty with the collets locking resulted in the doctor using three collets.